Event description:
It was reported that the PICC catheter was placed under ultrasound guidance on (B)(6) 2025, and the catheter was difficult to extubate when the catheter was removed on (B)(6) and there was no thrombus on ultrasound examination. No further details available or provided. It was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the PICC catheter was placed under ultrasound guidance on (B)(6) 2025, and the catheter was difficult to extubate when the catheter was removed on december 13, and there was no thrombus on ultrasound examination. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter removal was confirmed but the cause is unknown. A single video of a catheter removal was returned for evaluation. The catheter appeared consistent with the implicated 4fr single-lumen powerpicc catheter. The catheter was successfully removed from the patient in the video; however, it appeared that resistance was felt during removal. Evidence of resistance included the user¿s hand shaking while applying tensile force and the catheter shaft material necking down as the clinician pulled on the catheter. No obvious fibrin sheaths or thrombus were seen on the catheter. Although it could be confirmed that resistance was felt, the origin of the resistance could not be determined from the returned video. It is possible that fibrin sheath formation or venospasm may have been contributing factors. The product IFU instructs that the catheter should be removed slowly without excessive force. The IFU also instructs that if resistance is felt, removal should stop and a warm compress should be applied for 20-30 minutes prior to resuming removal. This complaint will be recorded for future trending and monitoring purposes.